Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a symptomatic patient presented in the emergency room with a device that was post-sensed t-wave oversensing on the ventricular lead. The patient received inappropriate therapy. Tech services discussed considering lead reposition. However, physician chose to monitor the patient.